Event description:
It was reported that the patient experienced a 'bladder infection.' The patient reported that 'everything was fine' and that her physician directed her to 'switch programs.' Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v109711, implanted: (B)(6) 2008, product type lead. (B)(4).